Event description:
It was reported that during a gastric sleeve procedure, during the first and second firing, there was incomplete and stapler malformation. The device was used in gastric tissue. The color cartridge used was green. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device and two reloads were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the target tissue was partially cut and fully stapled with malformed v shaped instead of b shaped staples. Just for clarification, did the same issue happen with both firings? Yes. Yellow (golden) cartridges were used for both firings. A photograph was returned for review and it is believed that the complication was most probably an interaction of some combination the following factors: tissue thickness to cartridge selection miss match, migrant staple picked up by the knife, potentially improper device cleaning, not waiting the full 15 seconds before firing, and firing to fast. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.